Event description:
A healthcare employee reported that an adult male was admitted to the emergency room. The patient was hemodynamically unstable at the time of treatment. A ranger high flow disposable set (model 24355) was attached to a ranger warming unit (model 24500) and a ranger infusor system. Blood flow was started through the warming unit. Blood sprayed from the tubing onto hospital staff in the room. The blood flow was stopped. The patient subsequently died, the reporter could not say if the death was related in anyway to the incident. Additional information received october 28, 2014 - the patient was a male in his 20's or 30's. He was in critical condition as a result of a possible gunshot injury. His injuries at admission were life-threatening. During treatment, the ranger tubing was accidentally knocked. A connection loosened with blood spraying on the doctor. It was noted that the tubing luer connections were not checked prior to use. There are four luer connections on the tubing set.

Manufacturer narrative:
Reporter indicated patient to be in their 20's or 30's but did not specify an exact age. The actual tubing used was disposed of by the hospital and was not returned to the manufacturer for evaluation. The current product's labeling does state "do not use if caps or luer connections are not in place and securely tightened" and the first step in setting-up the set for use states: "1. Tighten luer connections (b)". No lot number was provided in regard to the tubing set. Without this information it is not possible to determine the expiration date or manufacture date of the set. Initial reporter worked in hospital purchasing and was not a health professional. A nurse provided new information on october 28, 2014.